Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to see past arm's length and was unable drive. The patient couldn't see far away or up close. Additional information has been received that there was residual cataract. There are two medical device reports associated with this file. This report is associated with os.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).